Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to ¿do not return sensor." A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The adc sensor prematurely detached, and the customer was unable to obtain glucose readings. As a result, the customer experienced loss of consciousness, however, after regaining their faculties, the customer was able to self-treat with an unspecified treatment. There was no report of death or permanent impairment associated with this event.